Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025. The leakge was at quick release. Infusion set was used for one day. Patient also experienced blood at the site. The insertion site was the abdomen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date no additional patient or event details have been received.